Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple failed components including a burnt transient voltage diode and transitors on the monitor board. The monitor board was replaced to resolve the report. A new power supply was provided to the customer, and it was recommended to discard the old power supply and replace it with the one provided by zoll. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
During training by a zoll medical sales representative, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.